Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2019 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were tested and were within specifications. Unrelated tot eh original complaint, there was corrosion was found in the battery compartment, with a leak and crack. The pump was opened, and moisture damage was found on the printed circuit board.